Event description:
I consulted with dr in early 2006 after being referred to him to reduce deep, premature lines in my upper lip. After some discussion, his recommendation was for me to undergo a series of fraxel laser treatments. I was advised that I would require five or six sessions. Treatments were performed over a few months, either by dr or his partner, who appeared very pleasant and professional. At the first session, I began to tremor for about 20 minutes following the pre-laser numbing injections, which I attributed to my neurological disorder. It passed, and we continued on, as I was excited at the prospect of finally having the lip lines minimized. It wasn't until the second treatment when the tremors occurred again immediately after the injections, that I discovered that the injections contained epinephrine, which, apparently, I can not tolerate. This is not why I am filing this report, but looking back, it seems odd that it wasn't questioned by dr until I took the initiative and asked what they might be using as a numbing agent. A substitute was subsequently used, and the matter was dropped. After three treatments, I noticed some discoloration of the treated area. I inquired about this, and was assured that it would "go away." During the fifth and sixth treatments, a new fraxel laser was available, and I was informed that they were the only practice in the area that had this new, cutting-edge equipment. During the fith treatment, I again inquired about the hypopigmentation, and again it was dismissed as temporary. Several weeks following completion of all six treatments, I expressed my dissatisfaction with the results. I was then told by dr kovac's partner that I should have spaced the treatments closer together, and that some of the treatments were, in essence, "wasted." This had never been brought up before. When I scheduled new appointments, I asked if the time intervals made a difference, and staff advised me it would not. In fact, on a few occasions I could not get an appointment for several weeks. However, I had been told early on that it would take about six months for collagen to build and produce the desired effect, and was now being told that it might take a year. I waited it out for many months, and saw dr in 2007 to again talk about the poor results and negative consequences. There had been no discernible correction of the pigmentation and there was increased, unnatural wrinkling in the treated area. He offered no explanation or solution, except to undergo more fraxel treatments, at my expense. I am writing now because as time goes on, the problem seems to intensify, and it is embarrassing and upsetting to me. I paid for the treatments, and it appears I have incurred permanent damage. The area does not tan and it looks horrible. There is now, more info on fraxel available via the internet, and it is apparent that I am not the only victim. I thought I had done my due diligence in this mattter, by getting a refferal from a trusted dr, asking specific questions, and taking on what appeared to be a fairly innocuous procedure. They should not have continued with the treatments once the pigment was affected, and offering more treatments seemed unethical. Dose or amount: 6 treatments. Frequency: biweekly intervals. Dates of use: 2006. Diagnosis or reason for use: cosmetic treatment of premature wrinkling of upper. Event abated after use stopped or dose reduced? No.